Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that has a broken alternate current cable; this condition had the potential to interrupt delivery. This condition was found in the intensive care unit upon power up. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken cable was confirmed during product evaluation. This condition was caused by a cracked power cord. The cord was replaced to correct the reported condition.